Event description:
The facility stated that the surgeon implanted a aq2003v 3 piece silicone lens, and that the lens was removed with no pt injury. The facility does not know the reason behind the removal of the lens. The cartridge model: st-45s. The injector model and lot numbers were not specified by the facility.